Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for implantation. During the procedure, it was noted that the device was deformed into a cobra shape. It was then removed from the patient. There was no kinks or angulation noted in the delivery system, and no interactions with cardiac structures during deployment. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.